Event description:
The screw used in a mandibular trauma tray broke upon implantation into patient. The lower half of the screw was left implanted in the patient as per surgeon's instruction.there does not appear to be patient harm.